Manufacturer narrative:
Manufacturer narrative: the reason for this complaint was reported as head kept disengaging from the trunnion upon impaction. The healthcare professional indicated this event occurred during surgery, near the patient. No risk, adverse event, or negative outcome were reported. There was a three to four minute delay in surgery but the surgery was completed as intended. The devices were inspected prior to use and were deemed acceptable for use based on their appearance. The devices were returned to manufacturer and evaluated by registered medical assistant (RMA) at djo surgical. A review of the device history records (DHR) show that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non conforming material reports (ncmr) associated with the products that may have contributed to the reported event. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. Both products were inspected and found to be on the nominal for all dimensions. It is difficult to determine what the root cause of the complaint is, it is likely that there was tissue preventing the tapers from properly engaging. There are multiple factors that may contribute to an event that are outside the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. RMA examination: the reported devices were returned to djo surgical for examination. The devices were inspected and found to be on the nominal for all dimensions. Non conformance could not be confirmed, neck and head were able to engage easily. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - these items were not charged to the hospital, the head kept disengaging from the trunnion upon impaction. Another head and neck were opened and worked perfectly.